Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the tubing of a 23 g x .75 in. Bd vacutainer® winged safety push button blood collection set with 12 in. Tubing was leaking during a blood draw. No medical injury/intervention.